Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date.according to the complainant, post-procedure, the patient experienced urgency, urine leakage, recurrent urinary tract infections, dyspareunia, abdominal pain and pelvic pain.all other information is unknown.